Event description:
It was reported that the placing wire with this left ventricular (lv) lead became stuck and could not be pulled back. The lv lead was removed along with the wire and a replacement lead was implanted successfully. This lead has not been received for investigation. No adverse patient effects were reported.